Manufacturer narrative:
Age at time of event: (B)(6) years old. Model number/catalog number: sc-2138-70, serial number: (B)(4), batch/lot number: a41466/a41531, model/catalog description: phase iii linear lead - 70cm. Model number/catalog number: sc-2158-50t, serial number: (B)(4), batch/lot number: 210887/210891, model/catalog description: enh p3a ld kit. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. No further information could be obtained.